Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure, of a mildly calcified femoral artery after an interventional procedure. The physician could not push the knot forward to the arterial surface. The sutures were removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info available.

Manufacturer narrative:
(B)(4). Evaluation summary - the device was rec'd without the plunger, suture, link, cuffs and needle tip. No manufacturing issues were found with the returned portion of the device. Without receipt of the suture, knot and remainder of the device were not able to establish a root cause based on the investigation findings. Review of the device history record for this lot did not procedure any findings relevant to this investigation.